Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via call for high blood glucose. The customer¿s blood glucose 416 mg/dl unknown. Customer treated with pump. Customer had a high blood glucose and the number was not transmitted from the meter to the pump. Customer advised the customer that if the pump is without a battery for an extended period of time the connections could be lost. Customer started a new sensor with the tester in the transmitter and it successfully went in to warm up. Customer checked her bg and it was transmitted to the pump successfully. The insulin pump will not be returned for analysis.